Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the device was explanted (date not reported) due to the patient experiencing a post-operative infection. Additional information has been requested; however, not made available as of the date of this report.